Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 28mm xience v stent was implanted successfully in the proximal to mid left anterior descending artery (lad). A flow limiting dissection was noted distal to the stent implant and the patient experienced ischemia. An additional 3.0 x 12 mm xience v stent was used to cover the dissection and good timi iii flow was achieved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection and ischemia, as listed in the xience v IFU are known adverse events associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and a device size selection. The IFU also states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, it is likely the ischemia is a secondary effect of the flow limiting dissection. A conclusive root cause cannot be determined, and there does not appear to be an indication of a lot specific product quality issue.